Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is: contralateral side "capsular contracture" baker grade unknown.

Event description:
Patient reported for right side ¿capsular contracture is a baker grade IV." Patient additionally reported non-device related events as follows: "developed inflammation everywhere," ¿swelling in my extremities,¿ "painful joints, sore feet, extreme tightness in my neck, shoulders and upper back," ¿tingling and numbness in my arms and fingers," ¿muscles became very weak, particularly my legs¿, ¿for the last year and a half I have needed help to get up from a kneeling position¿, ¿I lost my energy, vitality, sharpness and zest," and ¿a large, even more sensitive lump developed at the top of my breast.¿ physician confirmed right side capsular contracture (baker grade IV). The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification and deformation. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported for right side ¿capsular contracture is a baker grade IV." Patient additionally reported non-device related events as follows: "developed inflammation everywhere," ¿swelling in my extremities,¿ "painful joints, sore feet, extreme tightness in my neck, shoulders and upper back," ¿tingling and numbness in my arms and fingers," ¿muscles became very weak, particularly my legs¿, ¿for the last year and a half I have needed help to get up from a kneeling position¿, ¿I lost my energy, vitality, sharpness and zest," and ¿a large, even more sensitive lump developed at the top of my breast.¿ physician confirmed right side capsular contracture (baker grade IV). The device has been explanted.